Event description:
Possible air embolism. Air noted in arterial line from needle through entire system. Pt complained of shortness of breath and chest pain. Per md orders pt transported via ambulance to hospital for evaluation.